Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic also, moisture damage was found at the motor. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to insulin pump falling into water while canoeing. Customer reported that as a result, display screen faded and went blank. Customer's blood glucose was 150 mg/dl. Troubleshooting could not be performed due to blank screen. Customer was advised that insulin pump would need to be replaced.